Event description:
The customer reported that the unit failed to power up on ac power and would not charge the battery.

Manufacturer narrative:
The customer reported that the unit failed to power up on ac power and would not charge the battery. The customer evaluated the device and resolved the failure by replacing the power pca.